Manufacturer narrative:
Medical device problem code a0406 captures the reportable event of stent kinked. Block a1, b5, e1 initial reporter address 1 and initial reporter address 2 have been updated based on additional information received february 09, 2023. Additional information was received from the complainant on february 09, 2023, the reported issue occured outside the patient. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a right double-j tube replacement under ureteroscope procedure, performed on (B)(6) 2023. During the procedure, when the physician attempted to advance the stent, it kinked. The procedure was completed but there was no information on what have completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 09feb2023, stating that the problem was noticed outside the patient. The target anatomy location for the procedure was ureter and the procedure was completed with another device.

Manufacturer narrative:
Medical device problem code a0406 captures the reportable event of stent kinked.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a right double-j tube replacement under ureteroscope procedure, performed on (B)(6) 2023. During the procedure, when the physician attempted to advance the stent, it kinked. The procedure was completed but there was no information on what have completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.